Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that tiny metal parts from the lancet were remaining in the skin causing black spots on the patient's fingers. No adverse event reported. The lancet lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.